Event description:
It was reported that an occlusion alert occurred on an ilet system immediately after a supply change during the fill cannula step, indicating 86% fill, and the alert recurred later; the user¿s blood glucose was 385 mg/dl at the time of the recurrent alert, and the issue resolved only after changing all supplies, including the infusion set (contact detach). Symptoms included hyperglycemia without reported physical complaints. Outcomes included successful resolution following troubleshooting and supply replacement, and replacement supplies were shipped. Investigation included troubleshooting education on potential causes such as a bent connector needle and air in the cartridge, with guidance to change all supplies if the alert recurred. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set or cartridge connection that was consistent with a blocked or restricted flow path, likely related to set or connector issues and/or air in the system. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set¿related occlusion leading to interrupted insulin delivery.